Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received insulin pump error alarm. Customer¿s blood glucose level was 114 mg/dl. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. Customer was unable to complete insulin pump rewind. Customer stated that they received a battery failed alarm and she changed her battery and then the insulin pump said to rewind and when she it rewind the insulin pump and just shut off and then came back with a insulin pump error. Troubleshooting was performed. The device will be returned for analysis.